Event description:
It was reported that the patient's lead had short v-v intervals over a two month period and a small amount of noise was also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.